Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn1225 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported, "the child needs to be implanted with a bard PICC catheter in his left upper arm on (B)(6) 2019 due to chemotherapy for malignant lymphoma. The catheter end is at t7. In the past year, it has been basically treated and maintained in the undergraduate room. During the treatment interval, the local hospital has maintained it several times. This time, due to lung CT after chemotherapy, it was found that the catheter was broken in the body, about 10 cm. Located in the aorta to the left pulmonary artery, pulmonary embolism causes respiratory failure. A child¿s cardiovascular consultation can take foreign bodies from the catheter in the dsa room, but the child currently has pneumonia, sepsis, and is at risk of anesthesia. The anesthesia consultation requires the medical department to intervene in the conversation, inform the operation risks, and cooperate with the children's ICU multidisciplinary cooperation to rescue and emergency at any time."